Event description:
Patient underwent initial right total hip arthroplasty on (B)(6) 2013. It was reported that patient experienced pain and underwent a right hip diagnostic arthroscopy with iliopsoas release on (B)(6) 2014. It was verified during the procedure that the iliopsoas tendon sheath was the source of the patient's pain. The patient elected to undergo operative management in the form of a flexor tendon release.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "postoperative bone fracture and pain."